Manufacturer narrative:
The investigation has been reopened because product has been received. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Chip off the plastic. Noticed before use on patient and all pieces retained. No delay in surgery. No adverse event to patient.

Manufacturer narrative:
No products were returned hence the complaint cannot be confirmed. It should be noted that (B)(4) was released on 08 jul 2014 in which the damage to the balseals was evaluated. The pra concluded that there is no patient harm as none of the failure modes have led to any patient harm. Furthermore, the assembly and disassembly of this device is carried out by the scrub nurse on a table away from the joint space, additionally the device cannot be disassembled within the joint space. It should also be noted that this issue will be further monitored in post market surveillance. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis.

Manufacturer narrative:
Conclusion and justification status: the complaint states procedure: total knee replacement. Chip off the plastic. Noticed before use on patient and all pieces retained. Procedure was completed using same instrument without any issues. Patient outcome post surgery: satisfactory. No delay in surgery. No adverse event to patient. No products were returned hence the complaint cannot be confirmed. It should be noted that pra 103033579 was released on 08 jul 2014 in which the damage to the balseals was evaluated. The pra concluded that there is no patient harm as none of the failure modes have led to any patient harm. Furthermore, the assembly and disassembly of this device is carried out by the scrub nurse on a table away from the joint space, additionally the device cannot be disassembled within the joint space. It should also be noted that this issue will be further monitored in post market surveillance the complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. **addendum added 20 oct 2015 ** the complaint was reopened as the products were returned and confirmed that one of the posts had chipped. It should be noted that the spring was retained. The conclusion remains unchanged.